Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the long burr attachment device had unusual oscillation. It was reported that there was no delay in the procedure due to the event as the procedure was completed with the same device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The previous report stated the serial number as unknown. Section has been updated to reflect the serial number ((B)(4)). UDI has been updated accordingly. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The previous report stated the date of manufacture (dom) was unknown. The dom (jan 13, 2015) has been updated to reflect the date the device was manufactured. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the bearing of the attachment device seized, jammed, and was moving heavily. It was noted that the bearing was defective and broken. It was further determined that the device failed pretest for check of free moving, and check the tool coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.